Event description:
It was reported that patient presented to clinic with low heart rate due to lead dislodgement. The lead was successfully repositioned. The patient was in good condition after the procedure.